Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user experienced sensor inaccuracy which led to early sensor removal.

Manufacturer narrative:
On 30th october 2025, the user informed senseonics that the system was displaying results that differed from blood glucometer measurements.the case was escalated to the next level of support for additional review. No specific examples were shared by the user, however sensor glucose variability with occasional sg/bg mismatch was observed. The user was helped with a sensor re-link on the (B)(6) 2025, and the system was monitored for few days. The issue was not resolved and a sensor replacement was approved due to system performance deviation. An RMA was issued for the return of the sensor for further investigation. Upon receipt, visual inspection revealed a small portion of the hydrogel missing over the optical area of the sensor, likely caused during the removal procedure due to excessive force applied by the removal clamps; this finding was unrelated to the user's complaint. This did not affect the functional testing of the sensor, as the majority of the hydrogel remained intact. In-house testing did not reveal any chemical malfunction. A review of the in vivo raw sensor data revealed optical instability in all sensing areas; however, this could not be reproduced during in-house testing. This may occur when a failure mode present in vivo is not replicated in the lab, such as in the in vivo state of the sensor hydrogel. The user was provided with a replacement sensor as part of the resolution. B4.date of this report 02 feb 2026. G3.date received by the manufacturer? 02 feb 2026. H3. Device evaluated by manufacturer?yes. H6. Type of investigation updated to 10,4121. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.